Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). UDI related data quality updates only: field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: biomed states that during ventilation, staff kept getting exhalation obstructed alarms as well as hi oxygen alarms. Patient was removed and placed on another device. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: biomed states that during ventilation, staff kept getting exhalation obstructed alarms as well as hi oxygen alarms. Patient was removed and placed on another device. No health consequences or impact.

Event description:
The following was reported to hamilton medical ag: biomed states that during ventilation, staff kept getting exhalation obstructed alarms as well as hi oxygen alarms. Patient was removed and placed on another device. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: biomed states that during ventilation, staff kept getting exhalation obstructed alarms as well as hi oxygen alarms. Patient was removed and placed on another device. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields: follow-up 3 - additional information: the entry fields have been updated. No patient harm reported. The event did not cause or contribute to a death or serious injury to a patient. The logfiles confirmed the issue. No further feed back was received despite remainders. No part was replaced, correction was unknown and the exact root cause could not be confirmed.